Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced failed sensor after warm up. The patient's mother noticed that her daughter was not responsive during that morning. The patient did not have any activities the night before going to bed. She slept the whole night. When her mother came into her room in the morning to wake her up the patient was having a tough time responding and after a few minutes she became unresponsive and lost consciousness. The mother called an ambulance, and they took her to the hospital. She was sent immediately to the ICU (intensive care unit). The sensor was removed and there were no cgm (continuous glucose monitor) values. They performed blood work at the hospital and the bg (blood glucose) reading was 1000 mg/dl. The patient was treated by the doctor with fluids (water) and IV insulin (humalog). The patient stayed in the ICU for 1 day and 1 night and after that she was transferred to a regular hospital bed for 1 day. The day the patient was transferred the nurse took a blood glucose reading which was 285 mg/dl. The patient was discharged after 2 days. At the time of the report the patient was in good condition. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.